Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerv stim, and gastrointestinal/ pelvic floor. It was reported that the ins had to be changed sooner than it should have been. The patient hadn't had any problems with the device. Their first device lasted five years and the second device was already depleted after three to four years. The patient was not told if this was normal battery depletion. No symptoms or further complications were reported or anticipated.